Event description:
The patient's left knee was being revised due to patella pain. The insert and patella were revised.

Manufacturer narrative:
The catalog number and lot code were not provided. It was noted that no further information or documentation will be provided from the hospital or surgeon due to policy. Device not available.